Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with the stent fully mounted onto the delivery system. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified a complete break in the outer sheath of the catheter approximately 1030mm distal to the t- connector. The distal section of the break was noted to have been drawn distally along the catheter for approximately 105mm. The inner shaft and inner core wire was also noted to be kinked at multiple locations along the length of the device. This outer sheath detachment prevented deployment and of the stent as the inner shaft could not be pushed forward to allow for deployment. The distal section of the catheter containing the stent was also noted to be bent. This may have occurred during attempts the deploy the stent at the stenosed lesion. No issues were noted with the catheter that could have contributed to the complaint incident. The damage identified is consistent with excessive force being applied to the delivery system. The stent was returned fully mounted onto the delivery system. A visual and microscopic examination of the crimped stent identified the distal section of the stent was bent. Due to the condition of the returned device the investigator had to manually deploy the stent. No resistance was encountered. A visual and microscopic examination of the deployed stent noted the distal section of the stent was damaged, this damage corresponded to the bend in the crimped stent while mounted onto the delivery system. No issues were noted with the stent that could have contributed to the complaint incident. A visual and microscopic examination was performed on the stent holder, tip and markerbands of the device. No damage or any issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2018. It was reported that deployment issue occurred. The 80% stenosed target lesion was located in the non-calcified internal carotid artery. A 10.0-31 carotid wallstent¿ was advanced to treat the lesion. However, during stent deployment the stent could not be deployed as it could not be pushed out from the sheath. The procedure was completed with another with same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.